Event description:
Amedica was contacted by the surgeon, regarding a six week post-op examination of a patient who had received a valeo al device. Images which included pre-op x-ray, immediate post-op x-ray, six week post-op x-ray, and six week post-op CT. The images revealed that the valeo al device had partially expulsed from the disc space. The surgeon stated that he believed the expulsion was not attributed to the device. The surgeon consulted another surgeon that practices at the same hospital. The surgeon decided to closely monitor the patient, but not to take any further surgical intervention at this time. The surgeon stated that the patient is doing fine.

Manufacturer narrative:
Event reported by request of FDA.